Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had repeated insulin pump error alarm during flow of bolus. No further details were given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. P-cap or reservoir locks properly into place. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 alarms noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on j5 at electrical board 1. No damage noted on the motor. The motor was tested outside of the device and passed. No damage on electronic assemblies noted during visual inspection. The following were noted during visual inspection: scratched case. (B)(4).